Event description:
Pt implanted in nasolabial folds 01/06/1998. Onset of symptoms 01/06/1998. Symptoms include swelling, bruise, implant extrusion and infection. On 01/15/1998 pt treated with keflex. The implant was explanted 01/19/1998.